Event description:
This is a spontaneous case report received from a health professional via regulatory authority (case# (B)(4)) in (B)(6) on 24-mar-2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for tubal sterilization (lot number d40629). It was reported that release button blocked at the time of the implant release, one part of the implant was released the other part of the implant remained fixed on delivery catheter. Partial implant removal, one part stayed implanted but was stretched from horn to cervix distal orifice. There was a suspicion of device defective suspicion. The placement procedure was painful. At the time of the report, the health professional was wondering if a potential re-intervention was necessary. Company causlaity comment: this is a medically confirmed spontaneous case report received via regulatory authority. It refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted for tubal sterilization and one part of implant remained fixed on delivery catheter (interpreted as device breakage). Device breakage during insertion is unlisted in the reference safety information for essure. In the present case, during insertion the device did not deploy correctly and one part of the implant was released and the other part of the implant remained fixed on delivery catheter. Since the device breakage occurred during essure insertion procedure, causality with the essure inserts cannot be excluded. This case is regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, it might have led to serious deterioration of health under less fortunate circumstances. Further information has been requested. A product technical analysis is being sought.

Manufacturer narrative:
Quality safety evaluation received on 03-jun-2016: (B)(4). Lot number d40629, production date 16-dec-2014, expiration date 28-dec-2017. (B)(4). Button difficulty is defined as an event in which the physician is either unable to successfully depress the button after performing rollback to the initial hard stop due to very high resistance, or able to successfully depress the button after rollback to the initial hard stop. But the activity is difficult due to higher than expected level of resistance. Several factors can contribute to a button difficulty event. The most likely root causes are the physician failed to fully complete initial rollback to the hard stop location, or a component inside the catheter handle has suffered deformation and is restricting movement of the button. Detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop. Depress button. Perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU. The micro-insert assembly will detach from the delivery wire and remain in the fallopian tube several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the inserts grip on the delivery wire, and potential manufacturing deficiencies. No sample was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of a detachment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the detect type corresponds to the following meddra llt: device malfunction. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. No further adverse events case reports have been received to date in relation to the reported batch. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-jun-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this is a medically confirmed spontaneous case report received via regulatory authority. It refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted for tubal sterilization and one part of implant remained fixed on delivery catheter (interpreted as device breakage). This event was considered listed upon receipt of the product technical analysis. In the present case, during insertion the device did not deploy correctly and one part of the implant was released and the other part of the implant remained fixed on delivery catheter. Since the device breakage occurred during essure insertion procedure, causality with the essure inserts cannot be excluded. This case is regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, it might have led to serious deterioration of health under less fortunate circumstances. Based on the provided information a product quality defect could not be confirmed but is considered plausible. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
(B)(4).